Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a blank display on his insulin pump. The customer's blood glucose was 170 mg/dl. Troubleshooting was done. The customer inserted a new aaa alkaline battery, and the display returned. Advised customer to monitor insulin pump. The customer also received an unexpected restart alarm. Advised customer to monitor insulin pump and call back if the issue recurred. The customer also received a displayable history check failed on startup alarm. Advised customer that this was normal pump behavior due to lack of a battery for an extended period of time. Customer also received signal too low alarm. Troubleshooting was done, and the insulin pump passed troubleshooting. Advised customer to monitor insulin pump. Nothing further reported.